Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from june 28, 2020 - june 30, 2020. H10: the thirty-nine (39) actual samples were received for evaluation. A visual inspection along with magnification was performed which observed loose particle matter (pm) inside the fill port connectors of three (3) samples only. The pm was further analyzed using light microscopy. The pm was described as light brown (1 sample), colorless transparent (1 sample), and translucent white (1 sample); the pm was polymeric material. The reported condition was verified in three (3) samples; however, not verified for the remaining thirty-six (36) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter (pm) was observed in thirty-nine (39) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was further described as 20 units had black pm and 19 units had white pm. This was observed prior to use. There was no patient involvement. No additional information is available.